Event description:
The customer reported that following a diagnostic catheterization procedure in 2000, a vasoseal es was deployed. Resistance was not felt as the collagen plug was being deployed. Despite this, the deployment was continued. Immediately after deployment, there were no distal pulses. The pt was returned to the cath lab for a fogarty for removal the collagen which was partially protruding into the artery.